Event description:
The caregiver (cg) contacted baxter's technical service center regarding a system error (se) 2240 (air in set), which occurred on the homechoice pro during use during initial drain. The baxter technical service representative (tsr) tried to explain the alarm. The cg had already cycled the power a few times to get back to the beginning. The cg stated, the patient line was full of air. At the time of the call, the patient was in self test with the same supplies and was connected. The tsr explained that the set up was no good and that new supplies had to be used. The tsr reviewed proper procedures per the user manual. The cg stated okay and hung up. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the registered nurse (rn) on (B)(6) 2011 regarding the reported se 2240. The rn stated they were not aware of the alarm. The rn stated as far as they knew the patient was continuing therapy on the cycler successfully. No further information was provided. Baxter product surveillance contacted the patient on (B)(6) 2011 regarding the reported se 2240. The patient stated they were able to resume therapy successfully after starting over with new supplies. The patient did not notice any visible damage or abnormalities with the supplies in use and did not know how air might have got into the lines. The patient stated they have been continuing therapy on the cycler successfully. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed. Based on the information gathered during baxter's investigation, the root cause of the report could not be determined. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Should additional information become available, a follow-up report will be filed.